Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that  they had difficulty charging their implanted neurostimulator (ins) for the last couple weeks, but they couldn't get their ins to charge at all yesterday. Pt noted they saw the "no device found" message repeatedly after repositioning the recharger antenna (rtm) and could not advance to charging their ins. Pt said they tried to remove/re-insert the battery pack, but that did not resolve their issue. Pt noted they were able to charge their controller. Pt noted their mdt reps were not notified about this issue. Pt said they did not have their rtm with them because they were at work. Pt said they would call back later today with the rtm to troubleshoot further. During the call pt noted they were not really receiving pain relief. Pss re-opened case to add serial number to secure notes and send email to repair. Pt called back and said that they were trying to charge their stimulator and they were seeing "no device found". Pss had pt reset their controller. Pt saw no visible damage to the battery pack, controller port or controller contacts. Pt said the recharger cord looks light gray in one area and black in the other area, by the recharger paddle, when they pull the cord back. Pt also said that the recharger paddle gets really hot and burns; pt said that they weren't physically burned. Pt said that this started about a month ago. Pt also repeated things that were already said in this case on the call. Pt said they have a doctor's appointment on monday to get their settings checked. On the call., pss sent an email to repair to replace the recharger. Pss closed case.

Manufacturer narrative:
Continuation of d10: product ID: 97755, serial# (B)(6). Product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). B3: date is estimated; month and year are valid. H3: analysis of the 97755 recharger (rtm) (serial number (B)(6) found a failure, poor recharge quality message. No anomalies were visually observed. Rms voltage at the h field probe failure. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.